Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported failure to detect upstream occlusions could not be reproduced or confirmed through evaluation. An evaluation of the upstream sensor was performed and found it to be operating correctly. Upstream sensor testing per the spectrum service manual was also performed with the unit detecting an upstream occlusion properly. A possible cause for this to fail could have been the age of the tubing, or if the clamping device was not pinching off the set entirely (allowing flow and not collapsing the tubing).

Event description:
It was reported a spectrum pump failed to detect an upstream occlusion. It was also reported there was no patient involvement.